Event description:
It was reported that a patient underwent a sling procedure in 2004. Following the procedure, the patient experienced urinary retention which required straight catheterization for eight weeks post-operatively. The patient presented to another surgeon with urethral damage. The surgeon was notified on 05/22/2009 by the urologist of confirmation by cystoscopy of a mesh erosion. The patient was experiencing recurrent urinary tract infections. The urologist will be performing a urethral reconstruction. The surgeon opines that the factors contributing to the event were atrophic vaginitis, and non-compliant topical estrogen replacement therapy.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.